Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the wall adapter "sparked and became hot" when plugged into a wall outlet. Customer's blood glucose level was 150 mg/dl. Reportedly, an alternate adapter was used resolving the issue.